Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video assisted thoracoscopic lobectomy. While stapling the tissue, two handles and two reloads did not fire. The surgeon was able to press the green button and squeeze the handle. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.